Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with insulin pump and is experiencing high blood glucose. The customer stated the insulin is not being delivered. She pressed act button to deliver the insulin and it is saying max bolus exceeded. The customer's blood glucose ranged between 300mg/dl-450mg/dl.